Event description:
A malfunction was reported on the pump by the caller. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The caller was assisted with resetting the pump by technical support, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code reappears.